Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) with banding procedure to treat varices performed on (B)(6) 2024. During the procedure, the handle was fully rotated, and the distinct click sound was heard; however, the bands would not deploy. It was reported that the trip wire was firmly secured into the handle slot. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.